Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the speaker audio was not present. The speaker impedance was measured to be above the nominal resistance. The speaker was replaced and the unit functioned as designed.

Event description:
The speaker does not function. Additional information received from customer stating that "there was no error message, when I did the preventative maintenance, I removed the probe from the simulator and I could see it alarming but there was no audio to go with the visual. I checked the alarm volume and it was set at 3. It was able to monitor spo2 just fine. There was no audio at all. The visual display was operating properly." No patient involvement.